Manufacturer narrative:
A medtronic representative reported that he ruled out the metal interference during testing. It seemed to him that the system was slow and bogged down so he asked permission to see if he could remove some of the old scans. I was permitted to remove 80% of the old exams which was over 100 exams and rebooted. After the reboot. The system was noticeably faster and the tracking improved significantly. There was a procedure the day after and the system performed without any problems. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. System powered up with no problems. No obvious signs of damage on the external parts of the unit including the axiem emitter. Connected the patient tracker to the green demo head and tested all instruments to make sure they were tracking normal. They all passed. Performed registration and tested all the instruments again to ensure they are navigating accurately and they all passed. Also tested sinus balloons and trackable shavers and the all performed as intended. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. There were an excessive amount of exams stored on the system which was causing general slowness. Once 80% of the exams were removed, the system was fully functional. This was an older computer with limited resources and slowness would be expected if the hard drive was near capacity. The software functioned as designed.

Manufacturer narrative:
Patient information was not made available from the site. No parts have been received by manufacturer for analysis.

Event description:
A site biomed representative alleged that while in an ear, nose & throat (ent) procedure, the navigation system was intermittently tracking instruments and the field of view (fov) of the tracking was minimized. No further details were provided. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An its solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿